Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system would hang/ freeze up. Upon functional testing by fse, it was identified that due to run time error in geometry module, system was frozen and confirmed that the control module was defective. Fse replaced the defective control module standard ER with new one. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would hang/ freeze up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified an error of ¿uim: control module reported runtime error¿. The fse replaced the control module and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.